Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date reported as "(B)(6) 2019 or (B)(6) 2019". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading with the use of her adc freestyle lite meter. Customer further reported feeling lightheaded, nausea, and experienced a seizure and subsequently loss consciousness the customer was transported to the hospital and had contact with a healthcare professional who administered her glucose via injection as treatment. Additionally, the healthcare professional adjusted her insulin dosages and provided her with metformin and glipizide. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. The meter powered on with button press and insertion of strips. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. The reported test strips have not been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. Dhrs (device history review) for freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the reported test strips are returned, an investigation will be performed.

Event description:
A customer reported receiving a high reading with the use of her adc freestyle lite meter. Customer further reported feeling lightheaded, nausea, and experienced a seizure and subsequently loss consciousness the customer was transported to the hospital and had contact with a healthcare professional who administered her glucose via injection as treatment. Additionally, the healthcare professional adjusted her insulin dosages and provided her with metformin and glipizide. There was no report of death or permanent injury associated with this event.